Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/17/2011 and 03/31/2011 by mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was noted to be scratched when it was taken out of the package. Patient impact remains unknown. Additional information has been requested.